Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. During the procedure, mitraclip was implanted. After 10-15 minutes after steerable guide was taken out from the patient, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. It was noted that posterior leaflet was torn. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.